Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the balloon burst during stent deployment. The device was inspected prior to use and negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated was non tortuous and non calcified in the mid right coronary artery (rca). The lesion was not pre-dilated as the lesion was being directly stented. Resistance was not noted while advancing the device to the lesion and excessive force was not used. The device was not moved or repositioned in the lesion while inflated. The issue occurred on the first inflation at an inflation pressure of 12 atm. The stent was implanted. Intervention was required to implant the stent after the balloon burst. No further patient complications have been reported as a result of this event. Section a. Patient information section b1 adv evnt/prod prob section b2. Outcome attributed to adverse event section b3. Date of event section d6a. Implanted date: section h1. Type of reportable event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was successfully deployed and implanted after the intervention. There was no injury to the patient as a result of the even t and the patient was reported to be alive and was discharged from the hospital. Product analysis: the device was returned for evaluation. The device returned with balloon in a post inflated state. A pinhole balloon leak was observed on the balloon material at the distal cone. The balloon could not be pressurized as a result. No other damage evident to the remainder of the device. Image review: fluoroscopic images confirm the presence of a lesion in the mid rca. Partial stent expansion on the proximal and distal ends of the stent is confirmed. The images do not confirm the leak of contrast that would confirm the reported burst. But partial stent expansion confirms deployment issues most likely caused by a balloon leak. The post deployment of the stent resulted in the full expansion of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.